Event description:
It was reported that prior to use on a pt, there was scissoring at test firing. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Serial #= na.